Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the customer through a complete pump reset, which resolved the issue, and the customer was able to successfully start their sensor session.